Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on 24 september, during the use of the tube but before intubation, the doctor noticed that the hook separated". No report of patient injury or harm. Patient condition unknown at time of report.

Event description:
It was reported that: "on (B)(6), during the use of the tube but before intubation, the doctor noticed that the hook separated". Reported issue detected prior to use on the patient.

Manufacturer narrative:
Qn#(B)(4) the actual sample was not returned; however, the customer provided a photo for evaluation. The manufacturing site has reviewed the photo and reports: "based on procedure spm p52-062, 100% inspection on carina hook bonding was performed during in line process which the mentioned defect should be detected during manufacturing. Moreover, bonding test was sampling done on completed batch according to spm p52-062. Based on sap report, the incident was detected after intubation. Hence, the defect might occur during customer end. Therefore, this defect mode could not be confirmed."